Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set resulting in a leak, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. It was not specified when in the process this occurred. The patient was connected at the time of the alarm. During troubleshooting, the care giver stated the connection between the patient line and the transfer set was leaking. The care giver was not certain that the patient line had been properly connected to the transfer set. The renal therapy service agent had the care giver end the therapy and start over with all new supplies. During follow up, the patient stated they had awoken and discovered the transfer set had disconnected from the patient line. The patient stated there had been no issues making the connections and there was no damage to the transfer set or patient line while setting up. The patient¿s transfer set was replaced as a precaution. And prophylactic antibiotics were prescribed. There was no patient injury or medical intervention associated with this event. No further information is available.